Manufacturer narrative:
The repair plan was not accepted. However the unit's base frame was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the caster wheel was detaching from the unit. There is no report of injury.